Event description:
The customer reported via phone call that they experienced a high blood glucose of 500 mg/dl the previous night. The customer also reported observing insulin inside the reservoir compartment on their insulin pump. The customer stated they did not see any leaks on the reservoir barrel or the o-rings. There were also no cracks present on the customer's insulin pump. Troubleshooting performed a self test on the insulin pump. Customer was advised to monitor their insulin pump. The customer will return their reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.